Event description:
A malfunction alarm was reported by the customer, identified as malf 0, with a fault ID available. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset process, and confirmed the malfunction did not recur after resetting. The customer was instructed to continue using the pump and to reach out if any further issues arise.